Event description:
This case was cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on 11-dec-2017 from the pharmacist. This case concerns patient (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency patient needed to have surgery to wash out the knee. Also device malfunction was identified in the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown date, the patient received treatment with intra-articular synvisc one injection (lot number: 7rsl021 and dose, indication, frequency, expiration date: not reported). On unknown date, latency unknown, patient needed to have surgery to wash out the knee. The patient would be on intravenous (IV) antibiotics for 6 weeks following the surgery. Action taken: unknown. Corrective treatment: not reported for device malfunction; surgery, IV antibiotics for needed to have surgery to wash out the knee . Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for both events pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later needed to have surgery to wash out the knee. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.